Event description:
International distributor received information from the customer alleging, the device's high pressure audible alarm would not function. The customer reported, that the device was not in patient use when the event occurred and no patient injury or adverse event was alleged. During initial repair, the international distributor service technician found that the dump valve was not relieving pressure. Audible alarm was found to function as designed. The dump valve component was received and evaluated by engineering and found to function intermittently. Upon further evaluation, the dump valve's multi strand wire had several strands broken. The positive lead wire was found to be brittle by visual examination and broke as a result of moving the wire inside the 3 pin female connector. The wires were then reconnected and the dump valve functioned appropriately. The investigation is ongoing and a follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
Na